Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a valve leak, bubbles were noticed during aspiration. The device was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned as it was disposed.